Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred from a failed sdi2 signal which was caused by a damaged connector on the circuit board. The specific root cause of the damaged connector could not be determined at this time. No update available for e2 and e3. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported event of dim image was not confirmed. However, sdi2 signal failure was noted due to damaged sdi2 connector on the dx board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center is getting dim image. The brightness was dimming down in the middle of an unknown diagnostic procedure. During a standard service inspection of the customer returned device, the unit was unable to produce sdi2 signal due to damaged connector on the circuit board. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.